Manufacturer narrative:
A non-sterile microcatheter prowler 10 with (B)(4) and a trufill dcs orbit were received coiled inside of a plastic bag. The trufill dcs was received stuck in the microcatheter. The introducer was received unzipped on the proximal end of the trufill dcs without damage. A y connector was still attached on the microcatheter hub. The microcatheter presented a compress/flat/ripped section. No other anomalies were observed on the received units. The functional test could not be performed due to the conditions of the received unit. (Trufill dcs was stuck in the microcatheter). The device history record could not be performed since the lot was not provided. The failure reported by the costumer as "catheter (body/shaft) - resistance/friction-inner lumen" could not be evaluated due the conditions of the received units and the cause of the failure experienced by the costumer is directly related to use a trufill dcs with a microcatheter prowler 10, according to the IFU, this combination is not recommended. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The cause of the damages (compress/flat/ripped) found during analysis could not be conclusively determined. However procedural/handling factors appear to have contributed with these damages. Therefore no corrective action will be taken at this time. This is 1 of 2 product used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00398 & 1058196-2011-00399. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
There were no kinks in the mc that may have contributed to the event. The mc distal end was not re-shaped. The saccular aneurysm size was 24x18 mm, neck was 7mm, and the neck to sac ration was 1/2. After removal, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc) or mc, and the coil was still attached to the delivery system. A cd copy of the procedure was not available. No further information was available. The catalog and lot number for the actual product used in the patient is unknown and currently is not available. This is 1 of 1 product used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00398 and 1058196-2011-00399. The product was returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an embolization procedure for a saccular aneurysm of the right middle cerebral artery, after the first loop of the orbit rdfl complex fill 5x10 coil ((B)(4)) stopped advancing through the prowler 10 (mc) microcatheter (unknown catalog and lot), and the coil system, mc, and y connector were removed as unit from the patient. However, after coil stopped movement, and after removing of the first loop, additional force was used to remove the coil back to the microcatheter. An additional attempt was made to install the coil one more time, but the situation repeated. While delivering the coil through the microcatheter, force wasn't use. During insertion into the aneurysm, additional force was utilized to advance and remove the coil/delivery system, and it contributed to the event. There was no repositioning conducted during the procedure, and the coil first loop went into the aneurysm, since the microcatheter tip was inside the aneurysm. After the event, withdrawal process was not stopped, and the cause was not investigated. A one to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. Constant fluoroscopy was not performed at all times. A jailed technique was not used during the procedure, and it was a normal procedure, first - stent (through prowler select plus microcatheter), after catheter was removed, and through the stent prowler 10 microcatheter was placed in aneurysm. The enterprise stent helped to avoid middle cerebral artery occlusion, preventing coils loops falling into the parent artery lumen, and it helped to make the total aneurysm occlusion. The clinical outcome was glasgow coma scale of 5. An adequate continuous flush was maintained through the mc at all times, and there was no resistance was noted during advancement of the coil through the mc or at any other time. There were no kinks in the mc that may have contributed to the event. The mc distal end was not re-shaped. The saccular aneurysm size was 24x18 mm, neck was 7mm, and the neck to sac ration was 1/2. After removal, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc) or mc, and the coil was still attached to the delivery system. A cd copy of the procedure was not available. No further information was available. A non-sterile prowler 10 mc and a trufill dcs orbit (orbit) were received coiled inside of a plastic bag. The trufill dcs orbit was received stuck in the microcatheter. The introducer was received unzipped on the proximal end of the orbit without damage. Y connector was still attached on the microcatheter hub. The microcatheter presented a compress/flat/ripped section. No other anomalies were observed on the received units. Based on the returned condition of the device, the resistance friction was confirmed; however, further functional testing could not be performed due to the condition of the received units. The lot number of the prowler 10 mc is not known; therefore, a device history record review cannot be completed. The cause of the event experienced by the costumer is directly related to the use an orbit system with a prowler 10 microcatheter that does not fall within the parameters of catheters compatible with the trufill dcs orbit as outlined in the IFU. The damages found on the returned devices are also likely related to this factor. The trufill dcs orbit detachable coil IFU states that it is designed for use under fluoroscopy with a .014" or .018" guidewire compatible infusion catheter 150 cm long, dual marker band. The prowler 10 microcatheter IFU outlines that it has an ID of 0.025 with a maximum guidewire od compatibility of 0.012". With review of the device history records, the procedural information, and analysis of the returned devices, there is no indication of any relationship of the reported event to the manufacturing process of either the orbit coil system or the prowler 10 mc. Additionally, inspections are in place to prevent damaged devices from leaving the facility. The cause of the event was incompatible device selection. Therefore, no corrective actions will be taken at this time. This is 1 of 2 product used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00398 & 1058196-2011-00399.

Event description:
During an remobilization procedure for a saccular aneurysm of the right middle cerebral artery, after the first loop of the orbit rdfl complex fill 5x10 coil (638cf0510) stopped advancing through the prowler 10 (mc) microcatheter (unknown catalog and lot), and the coil system, mc, and y connector were removed as unit from the patient. However, after coil stopped movement, and after removing of the first loop, additional force was used to remove the coil back to the microcatheter. An additional attempt was made to install the coil one more time, but the situation repeated. While delivering the coil through the microcatheter, force wasn't used. During insertion, additional force was utilized to advance and remove the coil/delivery system, and it contributed to the event. There was no repositioning conducted during the procedure, and the coil first loop went into the aneurysm, since the microcatheter tip was inside the aneurysm. After the event, withdrawal process was not stopped, and the cause was not investigated. A one to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. Constant fluoroscopy was not performed at all times. A jailed technique was not used during the procedure, and it was a normal procedure, first - stent (through prowler select plus microcatheter), after catheter was removed, and through the stent prowler 10 microcatheter was placed in aneurysm. The enterprise stent helped to avoid middle cerebral artery occlusion, preventing coil loops falling into the parent artery lumen, and it helped to make the total aneurysm occlusion. Clinical outcome: was glasgo coma scale of 5. An adequate continuous flush was maintained through the mc at all times, and there was no resistance was noted during advancement of the coil through the mc or at any other time.